Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issues with high blood glucose. For the past weeks the customer had high blood glucose levels that were over 300 mg/dl. The customer's blood glucose level during the call was 225 mg/dl to 300 mg/dl. The customer would treat their high blood glucose with the insulin pump. It was found through troubleshooting that there was a large air bubble in the tubing. The call was dropped during the air bubble troubleshooting. A voicemail was received after an attempt to call the customer back. The device will not be returned for analysis.